Event description:
Information was received from a patient receiving intrathecal saline at unknown concentration/doses via an implantable pump for non-malignant pain. It was reported by the patient that they were having the pump removed on (B)(6) 2024 because it had been in 7 years and they were not having it replaced. Patient stated the pump had never worked for her since implant. Patient stated the pump had nothing in it right now but saline. Patient was afraid the alarm was going to go off before they have the surgery to remove the pump. Patient stated her anxiety would not be able to handle the alarm beeping all the time until the pump was removed. Patient mentioned that they had a small dog that was sensitive to noise and they would try to tear into her stomach to get to the alarm. Patient mentioned that on (B)(6) 2024 she got deathly ill when the drug ran out in the pump and saline started to go through the pump. Patient stated she ended up in the emergency room (ER) due to her symptoms. Patient stated healthcare provider would remove the pump.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.